Event description:
(B)(4). This unsolicited device case from (B)(6) was received on (B)(6)-2016 from the orthopaedic surgeon. This case concerns a (B)(6) years old female patient who started treatment with synvisc and later experienced recurrent pseudogout. The patient had been injected one course of synvisc a year ago and no adverse events were reported. No medical history, concurrent conditions or concomitant medications were reported. On (B)(6)-2016, the patient was injected a new course of intra-articular synvisc injection, once, at a dose of (3x2 ml) 6 ml, weekly, with batch number: 5rsa002b (expiration date: not provided) for osteoarthritis. On an unknown date in (B)(6)-2016, after the first injection administration, the patient experienced severe synovitis, that is, pain and swelling. It was reported that after 2nd and 3rd injection were given, the same incident occurred. It was reported that pain and swelling subsided after four days. Further reported, that it was an active reaction: pseudogout. Corrective treatment: not reported. Outcome: recovered/resolved. A pharmaceutical technical complaint was initiated and results were pending for the same seriousness criteria: important medical event. Pharmacovigilance comment: sanofi company comment dated 8-apr-2016: this case concerns a patient who received three injection series of synvisc for osteoarthritis in knee. It was reported that after each synvisc injection the patient experienced severe synovitis manifested as pain and swelling that lasted for a few days. The reporter mentioned that it was an active reaction of pseudogout. Based upon the clinical course of the patient it can be concluded that the product played a significant role in the causation of the events. However since there are no lab tests etc. To confirm the diagnosis of pseudogout a confirmed diagnosis cannot be established. Furthermore, the events of synovitis, pain and swelling are well documented after the use of synvisc.

Event description:
This case is cross referenced to case ids: (B)(4) (cluster). This unsolicited device case from (B)(6) was received on (B)(6) 2016 from the orthopaedic surgeon. This case concerns a (B)(6) years old female patient who started treatment with synvisc and later experienced recurrent pseudogout. The patient had been injected one course of synvisc a year ago and no adverse events were reported. No medical history, concurrent conditions or concomitant medications were reported. On (B)(6) 2016, the patient was injected a new course of intra-articular synvisc injection, once, at a dose of (3x2 ml) 6 ml, weekly (batch number: (B)(4) and expiration date: nov-2017) for osteoarthritis. On an unknown date in (B)(6) 2016, after the first injection administration, the patient experienced severe synovitis, that is, pain and swelling. It was reported that after 2nd and 3rd injection were given, the same incident occurred. It was reported that pain and swelling subsided after four days. Further reported, that it was an active reaction: pseudogout. Corrective treatment: not reported. Outcome: recovered/resolved. A pharmaceutical technical complaint was initiated with global ptc number: (B)(4). The production and quality control documentation for lot number 5rsa002b expiration date (11/2017) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot number batch record review & lot number frequency analysis for lot number 5rsa002b no CAPA was required. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of (B)(6) 2016, there are a total of (B)(4) complaints on file for lot number 5rsa002 and all related sub-lots. (B)(4) complaint for lot number 5rsa002 : (B)(4) plunger rod malfunction. (B)(4) complaints for lot number 5rsa002b. (B)(4) adverse event reports. Sanofi genzyme will continue to monitor complaints to determine if a CAPA is required. Seriousness criteria: important medical event. Additional information was received on (B)(6) 2016. Expiration date of synvisc was added. Ptc results were added and text was amended accordingly. Pharmacovigilance comment: sanofi follow up comment dated (B)(6) 2016: the additional information does not alter the previous case assessment. Sanofi company comment dated (B)(6) 2016: this case concerns a patient who received three injection series of synvisc for osteoarthritis in knee. It was reported that after each synvisc injection the patient experienced severe synovitis manifested as pain and swelling that lasted for a few days. The reporter mentioned that it was an active reaction of pseudogout. Based upon the clinical course of the patient it can be concluded that the product played a significant role in the causation of the events. However since there are no lab tests etc. To confirm the diagnosis of pseudogout a confirmed diagnosis cannot be established. Furthermore, the events of synovitis, pain and swelling are well documented after the use of synvisc.